Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin result for 1 sample when compared to beckman analyzer. The following data was provided: initial result = 857.65 miu/l, repeat = 785.61 miu/l (reference range = 108.78 to 557.13 miu/l), beckman = 278.31 uiu/ml (reference range = 70.81 to 566.46) no impact to patient management was reported.

Manufacturer narrative:
Further investigation into the customer issue did not identify any trends for the architect prolactin reagent, lot 05259ui01. Testing was performed using an in-house retained kit and all specifications were met indicating the lot is preforming acceptably. No return patient sample was available. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect prolactin reagent.